Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspection was performed on the returned wire. The reported core separation was confirmed. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that is associated to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents reported for this lot. The investigation determined the reported core separation is related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the command wire was removed, approximately 2-3 cm of the distal tip had separated in the patient anatomy. When the guide wire was removed from the patient anatomy, the coils looked frayed/unraveled. It was confirmed that there was no resistance during advancement or removal of the guide wire. No attempt was made to retrieve the separated distal tip and it remains in the patient. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.